Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing. The icm was not used, and a new icm was implanted. The patient was stable throughout the procedure.